Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: prolong nexgen all poly patella standard cemented, cat#: 00597206635, lot#: 61738744. Nexgen femoral component cemented, cat#: 00576401752, lot#: 61440598. Prolong lps-flex nexgen articular surface, cat#: 00596204212, lot#: 61625323. Patella reamer blade with pilot hole, cat#: 00597909551, lot#: 61736393. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-0017, 0001822565-2018-00174, 0001822565-2017-00407, 0001822565-2017-00407-2, 0001822565-2017-00407-3.

Event description:
It was reported that the patient is experiencing swelling and a continuous rash around the knee area after total knee replacement. Patient is inquiring about being allergic to the metal in the implants.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause of the reported issue is attributed to the patient condition due to the metal sensitivity of the the patient. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.